Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer¿s blood glucose level was 436 mg/dl at the time of the incident and the current blood glucose level 350 mg/dl. The customer had a symptom of terrible breath. The customer was treated with syringes and pump for high blood glucose level. The drive support cap appeared normal. The insulin pump passed the high pressure test. The customer was advised to follow up with health care professional concerning high blood glucose. The pump will not be returned for analysis.